Manufacturer narrative:
Upon inspection, baxter technician found the bed had previous worked completed as all the wire harnesses were marked or labeled with marker and the hilow motors were not plugged into the correct spot on board contributing to the unintended movement. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the two hilow motors annd mcb to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that centrella med-surg (product code p7900b100237, serial number (B)(6)), had the bed will move into trend on its own. The account noted the bed moved into trend with a patient in the bed. The patient slid to the top of the bed and hit their head on the head board. There was no patient/user injury, medical intervention, symptom, or adverse event reported.